Event description:
The symptom information provided indicates that the customer reported the defibrillator failed the measurement test. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.